Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate the complainant's experience. In the absence of the event unit, applied medical is unable to confirm whether a product malfunction occurred. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: the event date is unknown. 1) 1st message: dr [] asks for clinical studies in connection with the ce mark for eb230 indication on thyroidectomy. He says that they have to face a surgical complication et he would like to have access to this bibliography in complete transparency. He says that this is urgent 2) [] has sent him the IFU with head and neck indication inside 3) 2nd message from the pharmacist the IFU indicates head and neck surgery but not specifically thyroid. It necessarily exists a clinical evaluation compliant with meddev guidelines v4 for the notify bodies. I insist to read it., please. Additional information received by email from applied medical representative on 05oct20: after discussion with the pharmacist of the [] hospital, here are the elements that I was able to obtain: the surgical complication took place post-op on a patient operated on at the beginning of the year, as part of the voyant trials, with our eb230. The operator is dr [], head of the digestive service. They deduced that the only element different from the usual procedure is: the voyant. But no materiovigilance report made (everything went well during the procedure). No additional information concerning the complication. The pharmacist told me that surgeons are very cautious about the indication for thyroidectomy, and this complication made them lose confidence in the device. This is why he would like some factual elements to be transmitted to them to show them that our eb230 device are well suited to this type of surgery, which is thyroidectomy. In this case, he would like: - quantitative clinical studies showing that the eb230 / eb030 medical device has been evaluated and validated in this type of intervention (thyroidectomy): x thyroids were done in the year xxxx - an approximate number of thyroidectomies performed with our device - names of establishments (or even surgeons) in france using eb230 in this indication additional information received by email from applied medical representative on 08oct20 for the moment, I do not have more information about the surgical complication : the pharmacist doesn't have the information and told me it should be better not to ask the surgeon... If I manage to get more, I'll give you asap. Additional information received by email from applied medical representative on 27oct20 date of surgery: 04 mar 2020 thyroidectomy instrument eb230 lot number: among the lots delivered for the trial period (1352465, 1367805, 1372380) surgical complication: bilateral laryngeal recurrent nerve damage (tumor on the left side) patient condition: lifelong injury (phonation, swallowing, respiratory) additional information received by email from applied medical representative on 05nov20 in view of the health context, the pharmacist told me that it was difficult for him to obtain more information at the moment. Patient status: surgical complication.

Manufacturer narrative:
The event unit will not be returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ni. Event description: the event date is unknown. 1st message: dr [] asks for clinical studies in connection with the ce mark for eb230 indication on thyroidectomy. He says that they have to face a surgical complication et he would like to have access to this bibliography in complete transparency. He says that this is urgent. [] has sent him the IFU with head and neck indication inside. 2nd message from the pharmacist the IFU indicates head and neck surgery but not specifically thyroid. It necessarily exists a clinical evaluation compliant with meddev guidelines v4 for the notify bodies. I insist to read it., please. Additional information received by email from applied medical representative on 05oct2020: after discussion with the pharmacist of the [] hospital, here are the elements that I was able to obtain: the surgical complication took place post-op on a patient operated on at the beginning of the year, as part of the voyant trials, with our eb230. The operator is dr [], head of the digestive service. They deduced that the only element different from the usual procedure is: the voyant. But no materiovigilance report made (everything went well during the procedure). No additional information concerning the complication. The pharmacist told me that surgeons are very cautious about the indication for thyroidectomy, and this complication made them lose confidence in the device. This is why he would like some factual elements to be transmitted to them to show them that our eb230 device are well suited to this type of surgery, which is thyroidectomy. In this case, he would like: quantitative clinical studies showing that the eb230 / eb030 medical device has been evaluated and validated in this type of intervention (thyroidectomy): x thyroids were done in the year xxxx. An approximate number of thyroidectomies performed with our device. Names of establishments (or even surgeons) in france using eb230 in this indication. Additional information received by email from applied medical representative on 08oct20 for the moment, I do not have more information about the surgical complication : the pharmacist doesn't have the information and told me it should be better not to ask the surgeon... If I manage to get more, I'll give you asap. Patient status: surgical complication.